Manufacturer narrative:
Unit passed displacement test, however, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to slightly loose drive support disk. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and belt clip slot.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that blood glucose would be low and then high after eating. Customer's blood glucose was 500 mg/dl. During troubleshooting, it was found that drive support cap was sticking out. Customer was advised that insulin pump would need to be replaced.